Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm 7300tfx valve in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 8 years, 2 months due to stenosis and regurgitation. The patient presented with heart failure. The ttvr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 27mm 7300tfx valve in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 8 years, 2 months due to endocarditis (staph aureus) with severe stenosis, severe regurgitation, moderately thickened and calcified leaflets. The ttvr was performed with a 26mm 9755rsl transcatheter valve. Per medical records, the patient presented with fever and altered mental status and found to have a vegetation on the pulmonic valve and newly reduced ejection fraction and bacteremia. The patient was continued on IV antibiotics. Tee on 07/09/24 prosthetic tv has moderately thickened and calcified leaflets with no vegetation. Prosthetic pv (2024-18315-01) has mildly thickened and calcified cusps, mild stenosis with possible mass consistent with vegetation.